Event description:
(B)(4). Constantly in pain.. My back, stomach and joints... My hair falls out in chunks all day long... Extremely fatigued no energy... I have had alot of ear trouble... Get very sad and depressed because my life has not been the same...